Manufacturer narrative:
The report of ¿ipg migration¿ cannot be confirmed through product analysis testing. Analysis of the returned ipg found it communicated with all lab utilities. Ipg migration is commonly associated with patient anatomy such as weight loss and/or caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that the patient had a recent weight loss (100lbs) which caused the ipg to migrate (shift) down considerable and was close to the surface.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site. The patient lost 100 pounds causing the ipg to migrate and be positioned very shallow in the pocket. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.